Manufacturer narrative:
An event of pericardial effusion near appendage was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 28mm amplatzer amulet was implanted on (B)(6) 2022. Post procedure observation and transesophageal echocardiography (tee) revealed a very small pericardial effusion noted near the appendage/posteriorly which did not lead to cardiac tamponade . The patient's activated clotting time (act) level was >250 sec and heparin was administered per protocol . It is unknown if there was interventions performed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.